Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a therapy knob failure during operational testing. The customer selected 150j but the unit only read 120j and when 170j was selected it only read 100j. There was no patient involvement.